Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Three slit lamp images of a dilated eye were provided. The first was reported taken, right after surgery on july 8th showed no particular opacification the other two photos were reported taken july 25th with what appears to be an opacity or glistening. Confluent white opacifications can be seen with direct focal illumination. These appear to be located on the lens surface and are also visible with red reflex illumination. Although it is not possible to definitively determine the location based on the images, presence on the lens surface would not be consistent with glistenings which occur in the bulk of the lens and would not typically manifest in the early postoperative period or in the involved lens material. Based on the visual characteristics, possible location, and timing of the findings, inflammatory precipitates could be a potential consideration where further identification would require clinical assessment beyond this image review. While the source of the observations was not able to be determined based on the images, it was reported that an explant may be considered. If completed and an area demonstrating the concern is preserved through the explant procedure and returned, further assessment may be possible. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, suspected iol opacification. The patient experienced blurry vision and decreased visual acuity due to myopia. A few weeks post-surgery, residual cortical material was noted at the top of the iol, along with glistening at the bottom. The iol will be cleaned and replaced if necessary. Additional information has been received and stated that iol washing was performed. It was able to be removed by simply washing. The opacity was significant but not adherent. The cause of the postoperative opacity attachment is unknown. Follow up observation will be conducted.